Event description:
The customer's mother reported that the insulin pump had a blank screen. The blood glucose reading at time of the call was 300mg/dl. Troubleshooting was performed. The battery was replaced and the screen was frozen. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank screen as a result of moisture damage noted on the electronic assembly and motor. Further testing was not performed due to the blank display.